Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and mesh was implanted. It was reported that she experienced erosion of the mesh following the procedure. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to sui. It was reported that she experienced erosion of the mesh following the procedure. It was reported that following insertion, the patient experienced pain, infection, dyspareunia and urinary problems.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced erosion of the mesh following the procedure in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to sui. It was reported that she experienced erosion of the mesh following the procedure. It was reported that following insertion the patient experienced pain, infection, dyspareunia and urinary problems. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with urethrocystoscopy.

Manufacturer narrative:
No additional information was provided.

Manufacturer narrative:
It was reported that following the procedure the patient experienced incontinence. No additional information was provided.